Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode. It was noted that the asymptomatic patient had been lost to follow-up. Based on the patient's last follow-up, battery depletion was suspected. The device was explanted and replaced on (B)(6) 2016.